Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04753. It was reported the patient had received a low battery flag and had not used the system for about 9 months. The sjm rep met with the patient and calculations indicated the ipg had reached a normal end of life. Follow up identified the patient had been scheduled for a full scs system explant, and the reason for a full explant was undetermined. It was reported the procedure was postponed for cardiac clearance but would take place at a future date.